Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle.